Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that 22 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. 30 ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed, immediate implant procedure was performed and trauma over the implant has occurred.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that 22 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. 30 ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed, immediate implant procedure was performed and trauma over the implant has occurred.